Event description:
It was reported that the balloon was difficult to move. The balloon went down and over an exchange length wire, 0.035, but the balloon was tight / difficult to come back out of the 7f sheath. The tech did put negative pressure to ensure full deflation 3 times. This procedure was being done for predilatation before a stent was deployed in the sfa for stenosis. No reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unk.